Event description:
It was reported by the customer that the device received error 354.6770, either pressure sensor or logic board. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness causing error 354.6770 front cover bottom front corners cracked, rear case bottom front corners cracked, barrel clamp cracked handle, handles cracked, right iui contaminated. Calibrated. The probable root cause of the reported issue was due to electrical failure of pressure sensor harness (error code 354.6770). A review of the device history record showed the device had a manufacture date of 27jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device received error 354.6770, either pressure sensor or logic board.